Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. He stated that he had been disconnected from the insulin pump for an hour and that there was a large air bubble, but declined troubleshooting. The customer was advised to store the insulin at room temperature and to call back if the issue persisted.